Event description:
Revised due to instability but when surgeon explanted the femoral head he noticed what looked like corrosion on trunnion of stem and the inside of head.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instability involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided x-rays. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Revised due to instability but when surgeon explanted the femoral head he noticed what looked like corrosion on trunnion of stem and the inside of head.